Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient alleged asthma. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged asthma. Medical intervention was not specified by the patient. The device was returned to the manufacture service center for further evaluation. During the evaluation of the device at the manufacture service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, there was no error code found. The manufacturer concludes that there is no evidence of visible foam degradation and the unit passed the final test. Box d: product brand name, model number, device serviced by 3rdp? Device avail. For eval? Date returned is updated. Box h was updated in this report.